Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-jan-2025. Investigation summary: bd received two photos and 16 samples for investigation. The customer photos illustrate the device packaging but fail to display the reported defect. A total of 16 customer samples underwent functional tests, during which two samples exhibited sleeve leakage due to poor sleeve recovery. Furthermore, 30 retained samples were also subjected to functional tests and all passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These 30 retained samples were additionally tested for retraction lockout, and all samples passed, activating properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using three (3) bd vacutainer® push button blood collection set, blood leaked from the rubber sheath in the vacutainer. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using three (3) bd vacutainer® push button blood collection set, blood leaked from the rubber sheath in the vacutainer. No patient impact reported.